Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder joint repair surgery, the footprint anchor broke. The broken pieces were removed form patient using tweezers. The procedure was successfully completed with no surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device, anchor and suture strings were returned together. The anchor and suture strings are no longer installed on the insertion device. The proximal tip of the anchor is deformed but no breakage is visible under magnification. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force. No containment or corrective actions are recommended at this time.